Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon pro¿ (bd¿ vialon biomaterial), there was an issue with leakage.

Manufacturer narrative:
No sample and no photo was returned for investigation of this complaint. DHR review shows there is a quality notification on valve position out of minimum specification in the past 12 months that could possibility cause a leakage. However, from the verbatim, a syringe with prefilled medicine was used at the same time. The leakage could be from either the syringe or the vp product. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned.

Event description:
It was reported that during use of the bd venflon pro (bd vialon biomaterial), there was an issue with leakage.